Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the end of the tube was cut off. Cracks occurred in the detergent channel tube due to external factors, detergent flowed into the crack, a chemical attack occurred, and the tube broke, which may have caused detergent to leak into the device. However, the definitive root cause of the reprocessing issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device itself was not returned but the compressor was returned to olympus for evaluation. During an external inspection of the compressor and detergent pump, there were traces of detergent, which confirms the liquid leak. The external inspection of the senzai pump tube, found that the tip of the tube was cut. The field service engineer at the facility stated the tube was cut removal. No abnormality was found in the e-takenoko 15 that was sent. ``heat generated in the device'' cannot be confirmed because there is a risk that the device under consideration will generate heat and catch fire if a part that has been exposed to liquid is energized. A reprocessed scope/accessory was used on a patient with detergent leaking from the detergent line during reprocessing. No e95 (no detergent remain) error cannot be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the panel on the left side of the olympus endoscope reprocessor (oer-3) overheated, causing a burning smell. The field service engineer in charge checked the inside of the oer-3 and found that there was a hole in the binding part of the detergent tube closest to the washing tank. The oer-3 reprocessed scopes and (2) fixtures, while liquid was leaking. The number of washings is unknown. There was no report of patient harm associated with these events. Related patient identifiers (B)(6).